Event description:
An attempt was made to change/rethread the swan ganz catheter and cordis introducer. Following removal of the previous catheter and rethreading of new introducer and catheter, an attempt was made to wedge the catheter. A cxr was done and showed the catheter coiled in the right ventricle. A second catheter was rethreaded and attempted to be wedged and again the cxr showed the catheter coiled in the right ventricle. The catheter was removed and left out. The following morning, during a routine cxr, a foreign object was noted in the right ventricle. A retained piece of catheter was removed during an interventional radiology procedure.